Event description:
The sales representative reported that in 2008, during surgery the struts for implantation were inserted, however, there was not proper alignment and the struts had to be explanted. This caused an approximate surgical delay of 5 minutes.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Eval is pending upon return of the product.